Manufacturer narrative:
Visual analysis of the returned device identified: opening, device appearance (air cavities are observed but it is not considered a defect due to the non-textured part located), wear abrasion, crease fold. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify crease smooth opening on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on anterior due to a fold flaw opening

Event description:
Additionally, healthcare professional reported fold default. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.